Manufacturer narrative:
The insulin pump alarmed button error and none of the buttons were responsive due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she was unable to clear it. She removed the batter and it left out overnight, but anomaly persisted. Customer's blood glucose was 121 mg/dl. She was working out when the alarm occurred. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.